Manufacturer narrative:
No button error alarm noted. Unit had no button response due to corroded keypad traces. Unit had cracked case at display window corner, minor scratched display window, cracked belt clip slot and cracked reservoir tube lip. No crack noted on display window or on lcd glass. (B)(4).

Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump. The customer also reported a crack on the display of the insulin pump. The customer also reported that the buttons of the insulin pump were unresponsive. No additional information was provided.